Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller was trying to turn therapy off but the remote would not connect to the ins. The poor communication screen was displayed initially. The patient then indicated that they were able to connect to the ins. The patient was using the antenna connected to the remote and made many attempts to reconnect to the ins and was unsuccessful. The patient eventually connected to the ins a second time and confirmed that the therapy off icon was displayed. The patient indicated that this was an issue today and normally they didn't have a problem connecting to the ins with the patient remote. The troubleshooting steps that were taken on the call resolved the issue.